Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging tactile changes and intermittent unresponsiveness with the "up" button. The issue was first noticed the day before the complaint, and the button has been getting progressively worse to the point the patient "is almost not able to use button at all". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/20/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/03/2013 with the following findings: the keypad cover was found to be peeling at the ok button. During testing, the up arrow keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. There was evidence of contamination found under the up arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.